Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6b.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and discarded.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted and discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.